Event description:
It was reported that the ICD was explanted 26 months after the implantation due to eri status.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. At a next step the memory content of the device was inspected. The inspection revealed that the battery voltage temporarily dropped below the eri-threshold, which led to the automatic detection of the eri battery status. Furthermore, the data showed an inconsistency between the amount of charge taken from the battery and the battery voltage. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed an elevated heat dissipation. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, a premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The electronic module worked as expected with an external power supply. The premature battery depletion was caused by a short circuit within the battery.